Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 03/18/2016 to claim no audio output on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed, finding no errors. A manual sound test was performed on the receiver and it failed. The complaint of no audio was confirmed. The root cause was determined to be defective g4 speaker assembly post investigation.